Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information from a customer survey that a physician experienced axium coil herniation during formation of the first loop. No other information provided.